Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent embolization occurred. The physician attempted to deliver the 2.25x24mm taxus express2 stent to the mid right coronary artery (rca), but was unable to cross the lesion. When the physician went to pull back the stent, the stent dislodged in the vessel. The physician used a biopsy clamp to successfully retrieve the stent. The procedure was not completed due to this event. The patient condition is reported as okay and there were no complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.